Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on 14 jun 2024. Medwatch report # mw5156374 no product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had a malfunction the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached nurse started IV bolus as ordered for patient. Patient stated that there was blood coming out of IV. It looked like IV/IV tubing was backing up with blood. Blood was coming out of a split, rough area on the IV tubing. Fluid bolus was stopped. IV access was assessed, and no issues noted. New IV tubing was hung with IV fluids. No injury noted. Patient was cleaned up and gown was changed. Alaris pump infusion.